Manufacturer narrative:
An internal investigation was performed for false resistant daptomycin (dap) results for a staphylococcus aureus strain with vitek® 2 ast-p654 test kit (reference 421912). Identification of the customer's strain to staphylococcus aureus was confirmed on the vitek gp ID card. The reference method (microdilution, bmd) which was the method used for daptomycin development (formulation dap02n) on ast-p654 cards gave dap mic = 0.25 mg/l susceptible. On vitek 2, the isolate was subcultured on cos medium, and testing included ast-p654 cards from the customer lot (cl: 8040744403), from two random lots (rl1: 8040586203 and rl2: 8040803203). The vitek 2 gave dap trm (termination) result on all lots tested, except for one time on rl1 which obtained 2* mg/l resistant. The terminations were due to insufficient incubation time for analysis that occurred for 5 of the 6 cards tested. The growth curves showed an atypical strain, with very little growth in the drug wells. On rl1, the curves show that the growth of the strain barely reached the growth threshold, but can explain why an mic was calculated. In house, the customer results were partially reproduced.

Event description:
A customer in (B)(6) notified biomérieux of (B)(6) results for daptomycin while testing (B)(6) strain with vitek® 2 ast-p654 test kit (reference 421912). The customer reported the first test was performed with (B)(6), the age of the culture was 18 - 20 hours, the saline's sterility was checked, the quality control testing conformed, and mcfarland density was 0.5. The customer obtained a daptomycin minimum inhibitory concentration (mic) value= 2 mg/l, resistant result while the expected result was mic <=0.25 mg/l, susceptible result. Repeat testing with an alternative method, gradient test, result was mic=0.125 mg/l, susceptible. The customer performed repeat testing with the impacted lot of vitek® 2 ast-p654 cards using a columbia agar and obtained the same result, (B)(6) for daptomycin. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.